Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-aug-2023. The most recent information was received on 21-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of swelling of eyelid ("lower eyelids permanently swollen") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced swelling of eyelid (seriousness criterion medically important), dry eye ("dry eyes"), lacrimation increased ("lachrymation (watery eyes)"), loss of libido ("loss of libido"), rhinitis allergic ("allergic rhinitis"), cough ("asthma-like cough") and visual impairment ("rapid deterioration of eyesight"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dry eye, lacrimation increased, swelling of eyelid, loss of libido, rhinitis allergic, cough or visual impairment. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of swelling of eyelid ("lower eyelids permanently swollen") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced swelling of eyelid (seriousness criterion medically important), dry eye ("dry eyes"), lacrimation increased ("lachrymation (watery eyes)"), loss of libido ("loss of libido"), rhinitis allergic ("allergic rhinitis"), cough ("asthma-like cough") and visual impairment ("rapid deterioration of eyesight"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dry eye, lacrimation increased, swelling of eyelid, loss of libido, rhinitis allergic, cough or visual impairment. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.